Event description:
Failure during case: endostitch would not work and clicked. Procedure: lps nissen. Physician: dr. (B)(6): rn (B)(6). Vendor covidien phone: (B)(4). Awaiting return call to confirm replacement and disposition instructions. Is it feasible to have all mfrs mark return address and contact numbers for all products on exterior packaging to facilitate quality concerns with consumers? Called covidien (B)(4). (B)(4) owens and minor.